Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Low bg cause was not known. The customer's husband provided assistance and the customer consumed carbohydrates and juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.